Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center monitors intermittently flashed a black screen, then after a couple of minutes the scope image reappeared. Onsite support was provided, and the representative was unable to duplicate the reported issue. The customer was unwilling to send the device in for evaluation. The device was swapped with a known good device. The customer wanted to verify if the issue remained with the original room or followed the suspect video system center device. Recommended to the customer that if the issue reoccurred to send in the device for repair. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of monitors intermittently flashing a black screen, then after a couple of minutes the scope image reappears was not confirmed. Based on the results of the investigation, the presumable cause and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during screening colonoscopy and esophagus gastro duodenum (egd) procedure.